Event description:
Pt called to report her latex allergy. Pt has been exposed to latex since age of 16. She had worked as phlebotomist through high school. She was a labor and delivery nurse. She developed sensitivity since 1990. In jan 1997, she had an anaphylactic reaction resulting from an ob/gyn examination.